Event description:
On 6/21/1999, the facility's purchasing agent informed the manufacturer's (MFR') sales representative of the following: the physician implanted this device, but it would not work when the physician checked it. As a result, the device was removed and another device was implanted. The physician wanted the explanted device returned to the MFR. On 06/23/1999, the MFR's representative received a report stating the above and was also informed by the facility's director. Surgery that the physician stated that the device would not flush, it was like it was stuck. No further details were provided.